Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was reviewed. A transmitter battery issue was not found within the investigation window. The allegation was not confirmed. However, a signal loss over an hour was found in connection to the reported allegation. The probable cause of the signal loss was determined to be a defective transmitter. No injury or medical intervention was reported.